Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Engineering noted that there was evidence that the bag was torn at the bottom; the tear was found right next to the sealing area. It was confirmed that there was a proper and uniform seal throughout the walls of the bag. The bottom of the received bag expanded significantly when compared with an unused bag. This condition occurs when excessive force is applied during the removal procedure of the specimen in the bag. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lobectomy, the bag tore at the bottom when trying to take out specimen, it tore while inside the patient's cavity but did not remain inside, only tissue remained and was taken out using a second bag. The was no person injured, no blood loss of more than 500cc, no tissue caught on the devise and no surgical time was extended.